Manufacturer narrative:
No product will be returned for eval.

Event description:
During an informational call, the patient reported a high blood glucose reading last week. She stated she went to work and was "feeling awful" including feeling very tired, thirsty, disoriented, and clammy. She tested her blood glucose and her meter just read "hi" which means it was over 600 mg/dl. She stated she bolused and drove home. She said that her blood glucose went down to 518 mg/dl when she tested 20 minutes later. She stated she continued to bolus and test as needed all day and her blood glucose reading the next morning was 130 mg/dl which is good for her. She stated her normal range is 180-230 mg/dl. The patient stated she thinks she had the high blood glucose reading because of all the stress she is under. She said she is undergoing treatment for breast cancer, is becoming insulin resistant according to her doctor, and her father is moving closer to her and she will need to help him find a home. She emphasized that she is under a lot of stress and that is what has caused her high blood glucose readings. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.